Event description:
The customer reported that, the unit always powers up in diagnostic mode and/or configuration mode.

Manufacturer narrative:
The factory has not yet rec'd the device for eval and this complaint is still under investigation.